Event description:
It was reported that there was a catheter issue, however, the specific issue was unknown as well as the location. In terms of diagnostic testing or troubleshooting, a dye study was performed as well as the reservoir volume was checked and there was no discrepancy found. The health care provider (hcp) during the dye study was reportedly unable to aspirate the catheter. Patient symptoms associated with the event included less than fifty percent therapy relief and in terms of location of the symptoms/issue ¿generalized¿ was noted. Actions required as a result of the event consisted of replacement. Upon replacement, in the operating room, the catheter appeared to be connected to the pump and appeared to be intact in the areas that could be visualized. There was no spontaneous catheter flow and the hcp was unable to aspirate the catheter. The catheter at that point was removed and replaced. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. It was later reported that the patient experienced less than desirable relief from spasticity. He did not describe any acute withdrawal symptoms it was noted. No further information was provided.

Event description:
On (B)(6) 2014 information was received from an hcp indicating there had been an occlusion with ¿no flow¿.

Manufacturer narrative:
Analysis of the catheter revealed abrasions, and the catheter body was deformed in shape. This did not affect infusion. (B)(4)

Manufacturer narrative:
(B)(4).